Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion contained 90 degree bend and was located in the calcified left mid circumflex artery (lcx). A 3.00x20 synergy ii drug eluting stent was advanced without predilating the lesion. However, the stent failed to cross the lesion. The physician pushed the stent really hard but the stent still would not go through. As the stent was being pulled out, it seemed to be catching, right at the bend from where the guide ending up in deforming the proximal portion of the stent. The stent stayed on the balloon but the struts got mangled. The device was removed from the patient. The lesion was predilated and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.